Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. Pump error 63 alarmed during self test and device trace download confirmed pump error 63 due to broken trace at pin 6/sda on keypad assembly. Unable to verify audio or absence of alarm during self test due to pump error 63. Device communicated properly with the guardian link 3 and the test plug. No sensor signal loss noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer's blood glucose value was 172 mg/dl. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer reported self test did not pass. The device will be returned for analysis.